Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user and their clinician determined the ilet was not an appropriate fit due to frequent low blood glucose events while on therapy, with lows occurring multiple times per day and nadirs around 30 mg/dl, after which the user discontinued the system and returned to multiple daily injections; the device problem and specific component involved could not be determined from the information available. Symptoms included hypoglycemia. Outcomes included a reportable health impact, though no emergency medical intervention, assistance, or hospitalization occurred, and the user self-treated with oral glucose. Investigation included communications with the user and healthcare provider and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a device malfunction or component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.